Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving an error 2 issue. This complaint was classified based on the customer care advocate (ca) documentation. The patient manages her diabetes with self adjusting insulin. The error 2 began on the night of (B)(6) 2014. There was no report of any diabetes management or required medical intervention due to the error 2 message. The patient claimed that she developed symptoms described as ¿pressure on head, weak, and heart beat too fast¿ as a result of the error 2 issue. The error 2 issue was resolved with training the following day when the patient contacted lfs. There was no product misuse. The correct testing procedure was used. This complaint is being reported because the patient developed symptoms suggestive of acute complication of diabetes after the error 2 issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (09/11/2014). The lay user/patient¿s meter has been returned on 09/05/2014 and evaluated by lifescan product analysis on 09/09/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/06/2014) device evaluation:the lay user/patient¿s products have been returned on 10/01/2014 and evaluated by lifescan product analysis on 10/01/2014 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. However during testing a secondary issue was noted when the test strips were found to have results below range when tested with control solution. It if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.